Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers had failed. A field service engineer (fse) addressed a failure in the half-height cubie drawer and a missing configuration in the medication application. The fse replaced the half height cubie bus module controller board, reseated the row board cable connections, and ensured all cubie trays and pockets were properly reseated. The system was tested successfully, and all pockets and the drawer were fully recovered and operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawers were failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.